Manufacturer narrative:
Current control there is in-process functional test and outgoing inspection in place to check for retraction and incorrect assembly (premature decouple, decouple failure, tip shield failure, crimp check). From the returned photo, it is observed that the nexiva needle assembly is attached to the part. As there is no abnormality during the production run and outgoing process and no samples were returned for investigation, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
Upon inserting the cannula inside the patient's vien I tried to remove the metal needle but it wont budge, and removed the entire cannula for safety reasons because the needle part is broken and wont budge. During insertion and during removal the metal needle wont budge, and needle was broken and would not budge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24ga 0.75in y needle retraction failure the following information was provided by the initial reporter: upon inserting the cannula inside the patient's vien I tried to remove the metal needle but it wont budge, and removed the entire cannula for safety reasons because the needle part is broken and wont budge. During insertion and during removal the metal needle wont budge, and needle was broken and would not budge